Event description:
The customer reported an error code and an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.